Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The reset was cleared and the device was reprogrammed back to the previous setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not received for evaluation. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Write to locked ram por on (B)(6) 2015. (B)(4).